Manufacturer narrative:
One cadd®-solis vip pump was returned for analysis in good condition. Upon visual inspection the pump was found damaged and cracked. Functional testing was performed with no discrepancies noted. Based on the evidence, the complaint was not confirmed. However, the root cause was found to be from user interface.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has no audible alarm when running dry. Incident occurred during testing; no patient involvement.